Manufacturer narrative:
Added 510(k) number. Device investigation narrative - one 9mm x 35mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 5mm of the distal threads have been broken off. The broken portion was not returned. Dimensional assessment of the screws major diameter and wall thickness confirmed they met print specifications. Without knowing the clinical details regarding tunnel size and if a tap was utilized no root cause can be determined. No further investigation is warranted at this time. Device returned for evaluation. Corrected contact facility name. Device evaluated by the manufacturer, evaluation codes updated. Corrected UDI: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the biosure ha 9mm x 35mm broke during implantation into the tibia. The anchor and pieces were removed from the patient. A backup device was used to complete the procedure and no additional bone holes were required to be drilled. No delay or patient injury were reported.